Event description:
The event was reported to vascutek as follows: before implanting the graft in question, dr. Found the presence of a gelatin-like lump inside the lumen of the graft. The substance was cut off and removed before the operation. The operation was completed successfully.

Manufacturer narrative:
Method: the returned section of the graft was inspected and evaluated. Photographs of the graft were taken to document its condition upon arrival. A visual examination of the graft was undertaken. Chemical testing was undertaken to determine identification of excess material. Results: investigation has identified an area of the process of gelatin application a graft cutting which has the potential to allow the defect to occur. There was a failure in the inspection process which allowed the defect to escape. Conclusions: process improvements are currently being evaluated. From the (B)(4) grafts that were manufactured and released, (B)(4) have been successfully implanted and have not exhibited the webbing effect as identified in the complaint graft. Therefore this defect is not present in the whole batch and is most likely limited to single complaint graft. An add'l qc verification check has also been introduced to the final inspection stage since the date of manufacture of the complaint graft and is hoped that this will help eliminate future recurrence of this type of event.